Manufacturer narrative:
At this time, no further information is expected. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that an alert was issued for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to high out of range shock lead impedance measurements of 125 ohms. The lead measurements were trending in the low 100 ohm range until about (B)(6) 2016 when they started to slowly rise. Boston scientific technical services (ts) discussed this is a dual coil gore lead, therefore may be an indication of body material collecting on the coils. The last shock delivered was at implant with a 64 ohm impedance. There were a few ventricular events in the device's arrhythmia logbook, but the shock channel and rv electrograms were clean. Ts recommended to continue monitoring, but to check other vectors at the next in-office appointment. Ts noted that if values start to get too high (around 140 ohm range), they may want to consider a 1.1 joule and 41 joule commanded shock to recheck the integrity. The field representative planned to discuss these options with the physician. No further issues have been reported.